Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir was leaking. The patient's blood glucose at the time of incident was 347 mg/dl. Troubleshooting was initiated for the reservoir leak. The leak was occurring from both o-rings. There was fluid found in the reservoir compartment. The reservoir was eligible for replacement, but no products were returned or replaced.